Event description:
It was reported that the patient underwent a posterior fusion from t10-s1 on an unknown date. On (B)(6) 2014, the patient underwent a revision due to a broken transition rod bilaterally and pseudarthrosis at unknown levels. The surgeon performed an anterior lumbar interbody fusion (alif) at levels l3-l4, l4-l5, and l5-s1. The surgeon then performed the removal of the previous construct from t10-s1. All screws were removed except for two screws at l4. The construct was then extended from t8-s1. The synapse 4.0 system and matrix spine system were utilized. This is 1 of 1 report for an unknown rod for event # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.